Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30 degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus had an inverted image. The issue was resolved after an endoscope replacement. The intuitive tech support engineer (tse) explained the root cause and how to resolve the issue. The procedure was continued robotically. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged. There was no damage observed on the endoscope¿s adapter/base. Prior to the event, the endoscope was manually rotated 180 degrees. The surgeon manually associated the right and left masters with the respective arms for intuitive motion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to report the 30 degree endoscope plus image was inverted and the issue was resolved by replacement of the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on technical support engineer (tse) notes, the system issue was due to an improperly seated endoscope.

Event description:
Refer to h11 for follow-up information.